Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the device was returned and analyzed and no anomalies were found. Concomitant products: product ID 5076-52, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced several pre-syncopal episodes that were likely due to oversensing of the right ventricular (rv) lead. Because the cause of the pacing inhibition could not be identified, both the device and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).